Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventrio st on (B)(6) 2004 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against composix kugel. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Note: due to the unavailability of st products in the year 2004, the implant date will be considered as (B)(6) 2004 for composix kugel hernia patch and (B)(6) 2019 for ventrio st.